Event description:
It was reported that during a da vinci-assisted radical without lymphadenectomy prostatectomy surgical procedure, the 8mm fenestrated bipolar forceps instrument scattered sparks. It seems that sparks are sprinkling about three times a year from the forceps. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the arcing on 8 mm fenestrated bipolar forceps instrument originated from jaws. Surgeon was cauterizing when, the reported issue occurred. Surgeon was using an integrated electrosurgical unit (iesu) erbe generator. There was no patient injury. The patient has not returned to the hospital due to experiencing any post-surgical complications as a result of the arcing event. The instrument was connected properly. The tips of reported instrument did not collide much with other instruments or tools. A video recording of the procedure was not available for isi review. Isi did receive the 8 mm fenestrated bipolar forceps instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have charring and localized melting on the base of bipolar yaw pulley near the grip. As a result of the damage, a section of the active electrode (grip) was exposed that would not normally be exposed. The instrument grips were manually manipulated, and the instrument passed an electrical continuity test on 3 out of 3 attempts. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. Correction to section d: primary product batch/lot number was updated to k19241024 0277.